Event description:
Dealer states this wheelchair has the left and right arms receivers broken and the elevating legrest was falling apart. No injury reported. Dealer did not have anymore information available, new chair has been ordered.